Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. The device was returned and evaluated against the complaint. Visual inspection found scratching and wear around the taper. No damage or debris was observed to the threads of the stem. A small amount of foreign material remains affixed to the porous coating. (B)(6) was returned and evaluated against the complaint. Visual inspection did not find any damage to the inner taper of the body. No damage or debris was observe to the threads of the body. A small amount of foreign material remains affixed to the porous coating. The screw that goes with these parts was not returned. X-rays were provided and the review identified lucency around metaphyseal portion of the femoral component. No loosening was observed. The femoral head appearing slightly spaced external to the groove of the acetabular cup--uncertain what has caused this, but possibly related to joint effusion or increased laxity of the capsule. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09970, 0001825034 - 2017 - 09971. (B)(4). Report source: foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address dislocation. Intra-operatively, it was discovered the problem was in the stem where the metaphyseas component seperated from the diaphyseal component. There was no conical union between the components. No further information has been made available at this time.